Event description:
During a generator replacement surgery, high impedance was seen on the new generator when it was connected to the existing lead. Generator diagnostics were performed, which confirmed the new generator was functioning properly. The surgeon cleaned the old lead multiple times and re-inserted it into the generator, but high impedance was still present, ruling out incomplete pin insertion. System diagnostics were not performed prior to the old generator being replaced, so it was unknown if high impedance was present with the old generator. The last time the physician communicated with the patient's device was about a year prior to the surgery, and it was interrogated and programmed. Diagnostics were not performed. The lead was not available for return, so no analysis could be performed. No further relevant information has been received to date.